Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation is due to patient anatomy. The cause of the reported tissue injury appears to be due to procedural conditions and the reported mitral regurgitation (mr) appears to be due to incomplete coaptation. The reported effect of tissue injury and mr are listed in the instructions for use (IFU) which are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report incomplete coaptation, tissue damage, and recurrent mitral regurgitation it was reported that on (B)(6)2023 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with an anterior leaflet flail, large coaptation gap, and dilated annulus. An xtw was deployed on the leaflets, reducing mr to a grade of 2+. However, a perforation on the anterior leaflet was suspected; therefore, the procedure was discontinued. The next day a transthoracic echocardiogram (tte) was performed and it was observed the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3+. The perforation on the anterior leaflet was also confirmed. No additional information was provided.